Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/1/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: * were there any patient consequences? * can you identify the lot number of the product used? * what is the procedure name? --please refer to the event description, other information requested is unknown. * please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. --no device can be returned currently. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. At 15:15, the patient underwent surgery. During the surgical treatment, the doctor used a needle to suture the patient's wound, but the needle and suture connection broke, making it impossible to continue suturing. The doctor immediately replaced the needle with a new one, and the suturing was successfully completed without any further instrument breakage. There were no patient consequences reported. Additional information was requested.